Event description:
Toothbrush blown fuse - oral-b [device electrical finding] . Toothbrush not charging - oral-b [device power source issue]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush was not charging and had a blown fuse. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.